Event description:
Went to place a dexcom g7 sensor on my arm, looked at the sensor before application and saw a white plastic looking particle stuck to the adhesive of the supposed sterile sensor. I consider this a contaminated sensor and did not place the defective product. Serial number (B)(6), made in malaysia, lot number 1825273004. Dexcom wants it back but I still have it along with a photograph of the sensor, and both ends of the box. I have more pictures it just won't let me upload them.